Event description:
The rn had ordered a bivona neonatal flextend cuffless 4.0 mm trach for the patient. The sealed box (from the manufacturer) was received in the nursing unit. When the nurse was preparing to replace the trach, she noted that the box was labeled as a neonatal flextend cuffless 4.0 mm (length is 36 mm). However, inside the sealed package was a 4.0 pediatric flextend cuffless trach (length is 41mm).